Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced due to recharge burden. It is expected with aging of the device the recharge burden will increase therefore making this not reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was received such as a4 ¿ patient weight.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a surgical intervention is planned for patient's ipg for an unknown reason.